Event description:
The maude database was reviewed on (B)(6) 2010 and medwatch number (B)(4) was identified. This MDR is being filed per baxa corp's procedure to submit an MDR for all medwatch forms submitted. Medwatch (B)(4) description: baxa exacta-mix bag was filled with tpn solution. It was identified on two separate occasions that on the 1000ml tpn bags that there was fluid coming out of the administration port. In both cases, the breach was identified prior to infusion at the time the component was being spiked. This issue and this lot number has previously been addressed within an exacta-mix bag recall, dated (B)(6), 2009, notifying customers not to use these bags and return them for a credit or replacement. The recall consignee list was reviewed and it was confirmed that this customer was previously notified. The customer was sent another copy of the recall letter and returned the defective lot.

Manufacturer narrative:
As part of the exacta-bag recall investigation, it was identified that there was a lack of cyclohexanone being applied to the spike port during the mfg process. This has since been corrected.